Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A pairing test was performed and passed. Bin analysis was performed and paired with the (B)(4) bluetooth device. Bin file review was performed and passed. No share log data was available for review. The customer complaint of a transmitter failed error was not confirmed. A probable cause was not found. No additional patient or event information is available.